Event description:
Follow-up revealed the patient's lead was explanted and replaced which resolved the issue. Effective therapy was restored post-operative.

Manufacturer narrative:
The therapy date for the following device is unknown: model: unknown, scs ipg, implant date: 2016. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ((B)(6)) lead migrated which was confirmed via x-rays. In turn, surgical intervention will be undertaken at a later date. Note. The patient's device was implanted in 2016